Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. The cause of death was reported to be cardiac arrest. It was not reported if the patient was hospitalized prior to passing away. It was not reported if an autopsy was performed or if therapy was ongoing at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). The patient was not hospitalized prior to the event of the death. The nurse reported that the patient was using apd and was connected to the hc device at the time of death. An autopsy was not performed. The home choice device was evaluated by baxter product analysis laboratory (pal). The investigation revealed that no failure, iipv (increase intraperitoneal volume) events or malfunction was identified that could have caused or contributed to the reported event of death, therefore the homechoice device is no longer considered suspect product in this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.